Event description:
It was reported the patient was admitted to the hospital for severe heart failure. Pt had persistent tachycardia (external cardioversion was not successful), copd and required a tracheostomy and mechanical ventilation. Report states pt became septic with vegetation noted on intracardiac electrode. The device, ra and rv leads were explanted and a vvi pacemaker was implanted using the chronic lv epicardial lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.